Event description:
Customer is receiving sporadic readings with control solutions. Control solution range for (h) is 270-360, and the test results from the strips were 204-226. Results were lower than what the control solution high range should be.